Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator had a flow obstruction. The product was not changed out. The surgery was successful. No patient injury.

Manufacturer narrative:
Terumo has not rec'd the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).